Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02006.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps would not advance through the hub of the microcatheter. Therefore, the ruby coil lps were removed. The procedure was completed using non-penumbra pushable coils and the same microcatheter. There was no report of an adverse effect to the patient.